Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the device history record for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with this same batch number. Factors and/or potential probable causes that could have contributed to the reported event include but are not limited to surgical technique, procedural/user error, design of device.

Event description:
It was reported that during surgery, hole cover passed completely through the acetabular shell and could not be retrieved as shell was already screwed into place. No injury and a delay of less than 30 minutes was reported. It is unknown how the procedure was concluded.